Event description:
Report received of an overdelivery. The customer contact indicated that "sometime this year," a nurse witnessed a family member pushing the pt pendant while the pt was sleeping as well as witnessing the pt initiate pca deliveries when awake. Pt information, event details, and pump programming parameters were unspecified. It was reported that the pt became oversedated. The pt was treated with an unspecified dose of narcan. There were no reported adverse pt sequelae. The pump was removed from clinical service and the therapy was resumed using an unspecified oral narcotic. Though requested, no additional information was provided.